Event description:
It was reported the patient experienced uncomfortable stimulation with certain programs. Impedances were checked and there were no abnormalities seen however the patient did have a lead revision. Information omitted pertaining to event (B)(4) ¿ uncomfortable stim, 2nd occurrence. No outcome was reported regarding this event. Further follow-up is being conduction to obtain this information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2013, product type: lead; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).